Event description:
Patient called in to report an unidentified service error code. Customer care attempted to troubleshoot the code but was unable to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.